Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an unresponsive unlock slider on the ilet display, which impeded normal interaction until the device was updated; after installing the available software update, the unlock screen functioned as expected. Symptoms included a temporarily unresponsive touchscreen. Outcomes included restoration of normal operation following the update, with no alarms and no need for medical care. Investigation included guided troubleshooting and user education, including attempts to use a stylus and verification and installation of a device software update. Investigation of this case revealed a transient user interface responsiveness issue that resolved with software update, consistent with a software-related touchscreen performance problem on the display component. It was concluded, based on previously established findings for similar reports, that the cause was software performance consistent with known behavior remediated by update.